Manufacturer narrative:
For the three malfunctions, one lot number was provided, therefore a lot history review was performed. None of the devices were returned for investigation, however, 2 malfunctions provided medical records. For one of the malfunctions, tilt was confirmed but difficult to remove was inconclusive. For the second malfunction, the investigation was confirmed for both tilt and difficult to remove. The third malfunction is inconclusive as no objective evidence was provided for review. The definitive root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt and difficulty to remove. This information was received from various sources. All three malfunctions involved a patient with no reported patient injury. Two of the patient's are female, with one of them being 26 years old. The remaining patients' information was not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80696. H10: of the remaining two malfunctions, one lot number was provided and a lot history review was performed. None of the devices were returned for investigation, however, 2 malfunctions provided medical records. For one of the malfunctions, tilt was confirmed but difficult to remove was inconclusive. For the second malfunction, the investigation was confirmed for both tilt and difficult to remove. The definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt and difficult to remove. This information was received from various sources. All two malfunctions involved a patient with no consequences. Two patient's are female, with one of them being 26 years old. The remaining patients' information was not provided.